Event description:
On (B)(6) 2012, the patient contacted animas to report an unexplained high blood glucose (bg) excursion. The patient reported he was admitted into the hospital on (B)(6) 2012 for a high bg. The patient informed customer support that prior to going to the ER his bg was up to 400 mg/dl. There was no mention of symptoms. The patient stated he was placed on an IV insulin drip and was discharged on the morning of (B)(6) 2012 with insulin pump in use. At the time of troubleshooting, the patient stated that hospital personnel could not find anything wrong or explain high bg. At the time of the call, the patient confirmed all boluses were completed; however, declined to review other pump settings. This complaint is being reported because, the patient was treated for hyperglycemia by an hcp while on insulin pump therapy. Based on the information provided, it is not known if a malfunction, use error or misuse of the animas device caused and/or contributed to this injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on 12/07/2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.